Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the observed foreign matter in the nozzle could not be determined, however, it is likely that foreign matter stuck inside the air/water nozzle could not be sufficiently removed and clogged. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus that there was poor water supply while using the evis lucera elite gastrointestinal videoscope. There was no patient harm associated with the event. The device was returned and evaluated, and there were foreign objects found in the nozzle; this has been attributed to insufficient cleaning. The device was cleaned, disinfected, and sterilized the product before it was sent in for repair. According to the customer, it is unknown when the foreign material adhered to the nozzle, there was no delay in the start of the pre-cleaning, the air/water nozzle was flushed with air and water, the nozzle is cleaned with lint-free cloths/brushes/sponges and the air/water nozzle is flushed with detergent solution. There were no reports of patient harm associated with this event. This MDR is being submitted to capture the reportable malfunction found during the device evaluation. This MDR is being submitted to capture the reportable malfunction found during the device evaluation.

Manufacturer narrative:
The device was returned and evaluated, and the customer¿s allegation was confirmed; due to clogging of the nozzle, the air and water supply volumes (as well as water removal ability) did not meet the standard value. In addition to foreign objects being found in the nozzle, the evaluation findings are as follows: due to wear of the angle wire, the bending angle in the up direction did not meet the standard value; due to wear of the angle wire, the play of the up/down knob was out of standard value; the adhesive on the bending section cover had a chip and was cracked, the adhesive on the bending section cover had a white clouded area, the suction connector was dirty due to water leakage, the adhesive around the objective lens was peeled, the adhesive around the light guide (lg) lens was peeled; due to adhesive peeling around the objective lens, a streak of flare appeared in the image; the connecting tube had a dent and was scratched, the plastic distal end cover had a scratch, the protector of the universal cord on the suction connector side had a scratch, switch button four (4) had wear, the suction cylinder had a scratch and was shaved, the suction cylinder was dirty due to water leakage, and the connecting tube had a wrinkle. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.